Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: ep-183440 - e1 vngd cr tib brg 71/75x10 x 10 - unknown. Visual examination of the returned patella shows signs of use and wear. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no significant information provided in the limited partial record and is not dated. It appears to be initial procedure of bilateral tkas. No information noted in regards to a complication or revision for the reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown bearing - 187780. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01441.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently the patient was revised due to poly wear approximately 12 years later. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.